Event description:
It was reported that during a da vinci-assisted total pancreatectomy surgical procedure, the customer contacted the intuitive surgical, inc. (Isi) technical service engineer (tse) and reported patient side manipulators (psm) 1 had non-intuitive motion with harmonic instrument. The tse reviewed logs and found no error message shown on the screen. Customer stated they tried to swap the instrument to psm 2 and it worked normally. Customer stated they reseated the sterile adapter (sa) and instrument, issue persisted. Customer power cycled the system, but issue persisted. Customer continued the procedure. Isi field service engineer (fse) was dispatched to site to further troubleshoot. The procedure was completed as planned with no reported injury. Intuitive surgical followed up with the initial reporter and obtained the following additional information: the issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer. The issue did not occur while the surgeon was attempting to manipulate instruments from the surgeon console. The failure was not related to an inability to move the instrument at all. The movements of the surgeon scale were appropriately to the instrument. The instrument did move in the intended direction. The observed direction/movement of the instrument was normal. The timing of instrument movement was appropriate. There were no shakiness and/or friction experienced/observed. There were no instrument-to-instrument or system arm-to-arm interference. There were no external collisions. The issue was intermittent. Action being taken and/or intended when the issue occurred was replacing another instrument and ever replace to another patient side manipulator (psm). No patters with the issues were identified. Contact person did not do anything to resolve the issue. Customer did not do anything to resolve the issue. During the next operation there was no more problem. The draped is not needed for return. There was no injury to the patient as result of the event. The device was not inspected prior to use. The instrument was not available for return to isi for evaluation. No, photographic images of the device(s) or a video recording of the procedure available for isi review. The issue occurred 30 minutes after the start of surgery.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse used test instruments on arms 1 and 3. The arms 1 and 3 were also swapped later on and no issue occurred in following mode. The system was tested and verified as ready for use. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.